Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 5076-58 implantable pacing lead implanted: 2013 (B)(6); (B)(4) implantable pulse generator (ipg) implanted: 2013 (B)(6).

Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.